Event description:
It was reported that coating issue occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm v-18 control wire guidewire was selected for use. However, upon unpacking, it was noted that the coating of the wire was stripped off. The procedure was completed with another of the same device. No patient complications nor serious injury were reported.

Manufacturer narrative:
Device eval by manufacturer: the unit returned has distal tip damaged, as part of overall visual revision. The device has its distal tip kinked. It was checked under microscope and found that the coating has some damage on it. The dimensional inspections were within specifications.

Event description:
It was reported that coating issue occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm v-18 control wire guidewire was selected for use. However, upon unpacking, it was noted that the coating of the wire was stripped off. The procedure was completed with another of the same device. No patient complications nor serious injury were reported.